Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method code(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1, (diopter unknown) implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Low vault was noted and the icl was explanted on (B)(6) 2015 and was exchanged for another longer lens, same model.